Event description:
It was reported that the cement hardened quickly in tka. 40g cement was mixed for both femur and tibia. The cement was applied to tibial component and femoral component. After the tibial component was implanted, the cement of the femoral component hardened almost all (5 min starting from mixing the cement). The femoral component could not be implanted though the surgeon tried to implant it quickly (7 min starting after mixing). So, cementless femoral component was implanted instead of cement femoral component which could not be implanted. Before the cement was shipped to the hp, (B)(4). The cement was put on the core console system for (B)(4) before mixed. Mixing time was (B)(4). Vacuum mixing system was not used. Storage condition of mixing tool was not specified. Antibiotic and any other material was not mixed into the cement. All monomer and polymer were used.

Event description:
It was reported that the cement hardened quickly in tka; 40g cement was mixed for both femur and tibia. The cement was applied to tibial component and femoral component. After the tibial component was implanted, the cement of the femoral component hardened almost all (5 min starting from mixing the cement). The femoral component could not be implanted though the surgeon tried to implant it quickly (7 min starting after mixing). So, cementless femoral component was implanted instead of cement femoral component which could not be implanted. Before the cement was shipped to the hp, it was stored in (B)(4) refrigerator in distribution center. The cement was stored in (B)(4) refrigerator for about (B)(4) in the hp. The cement was taken out from the refrigerator to (B)(4) operating room when it was used (50 min before mixing the cement). The cement was put on the core console system for 50 min before mixed. Mixing time was 2 min. Vacuum mixing system was not used. Storage condition of mixing tool was not specified. Antibiotic and any other material was not mixed into the cement. All monomer and polymer were used.

Manufacturer narrative:
The device history record for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicates there have been no other events for this lot. A visual inspection and functional testing was completed on the three retain samples of this lot. The results were satisfactory and within specification. The event was not confirmed. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain samples of the reported lot code jau002 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the product at the time of mixing and by the temperatures of the utensils with which it contacts during mixing. It is important to note that for 12-24 hours prior to use in surgery, the product components should be kept at ambient or temperature. Another key factor is that vigorous mixing may accelerate the polymerization of the cement.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If any additional information will be received, it will be provided in the supplemental report. The subject device is not cleared for sale in the us, but a similar device is commercially available in the us. Product discarded.